Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees3988 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rees3988) have been reported from the same facility in (B)(6).

Event description:
It was reported, "patient had swelling to right arm, treated as per extravasation policy with hydronalaise 1500iu. Patient notified staff that fluid had been leaking from PICC, noticed aprox 30mls of chemotherapy had leaked onto waterproof sheet under arm. Infusion stopped immediately and disconnected. Flushed PICC with 10mls saline and noticed small amount of fluid leaking from purple clasp. Notified ward doctor and treated as per ward extravasation policy."